Manufacturer narrative:
The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. The root cause could not be determined conclusively. Additional information has been requested a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
An optometrist reported trace diffuse lamellar keratitis in a patient's right eye one day post lasik. Topical steroid dosage was increased. Topical steroid dosage will be tapered. Additional information has been requested.

Manufacturer narrative:
Additional information provided. The manufacturer internal reference number is: (B)(4).

Event description:
Upon follow up, diffuse lamellar keratitis is reported to be resolved. Patient is no longer using any topical steroid drops.